Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm could not be confirmed. The root cause was undetermined. A follow-up MDR will be submitted if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 3 of 4. The hp would end therapy for the night. Baxter product surveillance (bps) contacted the hp on (B)(6) 2011. He stated that he did not notice anything unusual about his supplies, but when he removed the cassette he saw air inside of it. He told his nurse about ending therapy early, but not about the air in the lines. Therapy has been going well since and there were no adverse effects reported in relation to this incident. Bps spoke with the registered nurse on (B)(6) 2011. She stated that the patient had contacted her about ending therapy early, but had not gone into detail about the alarm. She stated that the patient was doing well and continuing therapy. There were no adverse effects reported to be caused by this event. There was patient involvement, but no medical intervention or serious injury reported.